Manufacturer narrative:
Additional info/corrected data: additional information was received and it was learnt that the wrong lens serial number was initially reported. The correct serial number for the lens related to this complaint is (B)(4). Updated the following fields: serial #:(B)(4), expiration date: 05/17/2020, UDI #: (B)(4). Device available for evaluation; returned to manufacturer on: 12/07/2017. Reason for non-evaluation: device evaluation anticipated, but not yet begun. Manufacturing date: 05/17/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the debris/particle in question was returned in a specimen container. Visual inspection using microscope magnification was performed. The sample was sent for fourier-transform infrared spectroscopy (ftir) analysis. It was found that the material in question is consistent with sodium hyaluronate. Potential and indirect exposure to sodium hyaluronate material is possible. According to direction for use (dfu), the use of viscoelastics (sodium hyaluronate) is required when using the tecnis itec preloaded delivery system. Also, per dfu, sodium hyaluronate (ha) is used in the cartridge coating produced by a microbiological fermentation method. As the results suggest that the particle is consistent with sodium hyaluronate, it cannot be discarded that the material in question could be related to the pcb00 cartridge. This complaint is considered an isolated event; and no actions are required. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a piece of plastic was found in the patient's operative eye after a pcb00 20.0 diopter intraocular lens (iol) was implanted. The plastic was removed from the eye, and reportedly, there was no visible damage on the lens or injector. There was no incision enlargement, vitrectomy, or sutures used to remove the plastic from the eye and the lens remains implanted in the operative eye. There was no patient injury reported. No additional information was provided.